Manufacturer narrative:
Patient ID/initials and age/date of birth are unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an insertion of intramedullary (im) femoral nail procedure, the tip of the 17mm drill bit broke off in the chuck of the drill; no fragment of the device was left in the patient. This occurred as the surgeon was finishing up using the reamer, so there was no delay in surgery. The surgeon noted a large amount of force was being applied due to the patient being grossly overweight. Also, this item is used at least twice a week and was therefore quite worn. The event did not affect patient outcome. (B)(4).